Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information, guiding the caller through the process, and after the reset, the pump did not display the error again. Caller successfully started their sensor session, resolving the issue.